Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 2:57 pm for a high blood glucose level of 600 mg/dl. The customer's mother stated that her daughter had difficulty breathing because of the high blood glucose. The customer was not wearing the pump during the hospital stay. The patient experienced diabetic ketoacidosis. No further information was provided.